Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room and the device was found to be in backup vvi mode. The patient received inappropriate hv therapy. A device download was successfully performed with no further issues.